Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures the event was reported by the surgeon to the sales rep. Additional information and operative report were requested through the affiliate via email and by the sales rep. But the hospital says this information is not available in english and the hospital will not release this information without a patient release. However, information was provided regarding the infection being "central nervous system infection." No further patient information available. No evaluation was done since the device was not returned due to the endocarditis. The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the device was implanted to correct mitral regurgitation in 2008. A ring was also implanted for tricuspid annuloplasty. No problem was observed up to 5 months from the implant. In 2009, signs of pve were observed and surgeon was monitoring the patient but it got worse. The device was explanted in 2009. When the valve was explanted, no problem was observed on the valve annulus, but severe vegetation was observed on the leaflets. Device will not be returned due to the infection. No additional information was reported.

Manufacturer narrative:
Device not returned